Event description:
An ophthalmologist reported that a 23 gauge 7500 cuts per minute (cpm) vitrectomy probe would not pass all the way through the 23 gauge trocar cannula, and became stuck mid-shaft during a procedure. The case was completed with the 5000 cpm vitrectomy probe from the same pak as the trocar cannula. It was noted that the 5000 cpm probe passed through the same cannula without any friction or obstruction.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Sample are being returned and have not been received for evaluation. (B)(4).